Event description:
It was reported the patient received inappropriate shocks in the year 2014 but did not consent to have the patient¿s device explanted and replaced until (B)(6) 2018. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. No further information was available.

Event description:
New information received on december 13, 2018 indicates that the patient was stable throughout the procedure and after.

Manufacturer narrative:
The reported field event of inappropriate shocks was confirmed in the laboratory due to review of egm's. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The device behaved as programmed.